Event description:
During preparation of the device for a cardiopulmonary bypass procedure, it was reported that the speed control knob on the device turns too easily. The device was used for the procedure and was not changed out. The surgical procedure was completed successfully, and there were no delays or adverse consequences to the patient.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.